Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in an endoscopic colonoscopy, the device was unable to fire and unable to squeeze the handle. They tried again but the device cannot be fired. They replaced the product to complete the case and resolve the issue. The patient was alive with no injury.

Manufacturer narrative:
Additional information: investigation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the loading unit noted that it was partially fired. Staple pushers were visible at the 5 cm cut line indicating the point where the handle compression had stopped. During functional testing, the loading unit was loaded into a post market vigilance instrument. The interlock was overridden and the instrument and loading unit was then applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.